Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, pentaray catheter, unspecified coronary sinus catheter. (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure for paroxysmal atrial fibrillation with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade (requiring pericardiocentesis and surgical intervention) and a heart block (requiring provisional pacemaker implantation). Transseptal puncture was performed, left atrium was mapped with the pentaray catheter, ablation was completed on the left pulmonary veins, and initiated on the right pulmonary veins. A transient 8 second episode of heart block occurred and atrial fibrillation resumed. Ablation continued on the right pulmonary veins. Patient became slightly hypotensive and an ultrasound revealed a pericardial effusion. A second episode of heart block occurred with a rate of 22 bpm. Pacing was initiated via the cs (coronary sinus) catheter. Pericardiocentesis attempt # 1 was complicated by a right ventricular perforation. Pericardiocentesis attempt # 2 was successful and yielded an unspecified amount of fluid. Provisional pacemaker was implanted. Although the patient was in stable condition, the effusion was not fully resolved. Patient was transferred to the operating room for a surgical intervention. Generator was set on power control mode using 25 watts on the posterior wall and 30 watts on the anterior wall, temperature cut-off was 40 degrees celsius, and impedance minimum cut-off was 50 ohms with maximum cut-off of 250 ohms. There were no errors reported on any bwi equipment during the procedure. Multiple attempts were made to obtain additional information regarding this complaint, but none was made available.

Manufacturer narrative:
Additional information was received on january 23, 2018 on the event. It was reported that the patient¿s gender is male. Pre-procedure, bradycardia and atrioventricular node block were detected. Patient required extended hospitalization as a result of the adverse event. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was related to patient condition. Transseptal puncture was performed with a st. Jude medical transseptal needle. Sheath was a st. Jude medical agilis large curve 8.5 french nxt steerable introducer. Generator was set on power control mode using 30 watts on the posterior wall (with ablation index target of 400) and 35 watts on the anterior wall (with ablation index target of 550), temperature cut-off was 40 degrees celsius, and impedance minimum cut-off was 50 ohms with maximum cut-off of 250 ohms. There is no information regarding power titration. There is no information regarding overall ablation time or last ablation cycle time at the site of injury, as no ablation site was clearly related to the injury. Irrigated catheter flow was set on 15 ml/min. Patient received anticoagulant during the procedure with activated clotting time (act) maintained between 300-350 seconds. It was noted that a temperature probe was used. There is no information regarding shaft proximity interference value. Thermocool smarttouch bidirectional sf catheter was not in close proximity to another catheter. Thermocool smarttouch bidirectional sf catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. Also additional concomitant products: 1.non-biosense webster, inc. - st. Jude medical transseptal needle. 2.non-biosense webster, inc. - st. Jude medical agilis large curve 8.5 french nxt steerable introducer . 3.unspecified temperature probe. Per the additional information provided, updated "sex" to male and "outcomes attributed to adverse event: is hospitalization initial/prolonged" has been checked. (B)(4).

Manufacturer narrative:
Device evaluation summary: it was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure for paroxysmal atrial fibrillation with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade (requiring pericardiocentesis and surgical intervention) and a heart block (requiring provisional pacemaker implantation). The returned device was visually inspected, and was found in normal condition. The catheter was evaluated for carto 3 system performance and was recognized by the system with no error messages and proper visualization. Eeprom data demonstrates that the catheter was properly calibrated during manufacturing. The catheter was subjected to a screening test, which passed. The force feature was working properly, and the force sensor values were within specifications. The catheter was tested for electrical performance and stockert compatibility, and was found within specifications. Deflection and irrigation tests were performed, which the catheter passed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root causes of the adverse events remain unknown. The instructions for use state that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. (B)(4).

Manufacturer narrative:
On 11/15/2017, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)